Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery prior to replace battery alert. The customer¿s blood glucose level was unknown. The customer reported that the rewind was not working. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.